Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no act button response due to a flattened act button dome switch. No bolus anomaly could be verified due to the unresponsive act button. The functional testing could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that sometimes she will suspend her pump when she goes swimming. Customer stated that when she gets home, she will resume delivery. Customer stated that she does not have a basal running. Customer was assisted with setting a square bolus. Customer's blood glucose was 385 mg/dl. Customer stated that sometimes she will program a 20 unit square bolus for 3 hours and it will stop at 7 or 8 units. Customer also stated that sometimes she will set a square bolus for 20 units for 3 hours and it will take 4 or 5 hours to deliver. Customer stated that the pump is unreliable and it is causing her blood glucose to be high. Customer stated that the other night, she programmed a square bolus of 20 units for 1 hour but it stopped at 6.2 units. Customer just went to bed and woke up with a blood glucose of 61 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.